Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional and functional inspections were not performed as the product was not returned; medical records received and evaluation: not performed as medical records were not provided; device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies; complaint history review: there have been no other similar event for the lot code or sterile lot referenced. Conclusions: the exact root cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices; pre- and post-operative x-rays; operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond (B)(4)'s control. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by (B)(4). If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient fell post-op and raptured the soft tissue repair. Patient went on to get infected where implants were explanted.

Manufacturer narrative:
The following other devices were also listed in this report: tritanium bplate triathlon s6; cat# 5536-b-600; lot# ctd6086. Triathlon p/a ps beaded #5l; cat# 5516-f-501; lot# emahn. Triathlon asymmetric x3 patella; cat# 5551-g-350; lot# 84dh. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer

Event description:
Patient fell post-op and raptured the soft tissue repair. Patient went on to get infected where implants were explanted.